Event description:
The event is reported as: complaint description: staples did not detach themselves smoothly from the anvil. No harm was caused to the patient. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided.